Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis, cardiopulmonary resuscitation (CPR), and prolonged hospitalization. After the procedure, the doctor used the cartosound catheter for routine post case images. A pericardial effusion was noted. A pericardiocentesis was performed and the patient became unstable. CPR was initiated and approximately 1150 cc of fluid was withdrawn from the patient. Patient was stabilized. Biosense equipment worked without issue and the facility does not want the hardware evaluated. The patient required extended hospitalization and stayed over the weekend. The patient fully recovered. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A smartablate generator with serial number (B)(4) was used. Prior to noting pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).